Event description:
The pt had suffered blindness in the right eye in 2005, at an additional visit. This is not a pre-existing condition and the physician felt it to be related to the device. The reported event was treated with heparin and resulted in new/prolonged hospitalization. The pt's outcome is unchanged.

Event description:
This event was adjudicated and was determined to be a stroke.